Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of bleeding at the sensor insertion site and that the infusion set was clogged. The customer's blood glucose reading was 500 mg/dl at the time of incident. The customer discarded the sensor but indicated that it was not bent. Troubleshooting advised the customer on insertion technique and site placement. Customer declined to troubleshoot the high blood glucose.